Event description:
A 34mm amplatzer septal occluder (aso) was implanted successfully; however, the device embolized after release and was surgically removed. Additional information has been requested, including imaging of the implant procedure, patient information and the cath lab and operative note, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. The results of this investigation are inconclusive since no additional information was received, and the product was not returned for analysis. The cause of the patient's embolization remains unknown.